Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an insulin on board calculation issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed no data from time of reported issue due to continued use. The current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in the black box. The pump settings confirmed the insulin on board (iob) was set to off. During testing, boluses were performed and the iob was found to be calculating correctly. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.